Event description:
The pt had arrived at their appointment with the doctor in 2003. Pt was met by one of company's technicians who assist with the units. The pt had been using their tear tech device for over a year. They stated that about a month ago the unit had burnt their skin. The pt had burn marks on their cervical and lumbar area. Pt was advised to use electrodes for sensitive skin.